Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on 04-oct-2024 to 05-oct-2024. The infusion set was in use for 45 minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.